Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ping meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014 around 10:30am. The patient manages his diabetes with insulin pump therapy. The patient continued to follow his usual diabetes management routine. About 2-3 hours after the start of the alleged issue, the patient claimed he felt a symptom of increased thirst. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.